Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 2 atmospheres for 1-2 seconds. The procedure was completed with a different device. No patient complications were reported.